Event description:
Unomedical reference number (B)(4). Event occurred in australia. It was reported that patient faced infusion set occlusion event on 18-jun-2024. Due to high blood glucose level as well as ketone led up to hospitalization of patient.. The blood glucose level was over 19mmol/l. No further information available.

Manufacturer narrative:
(B)(4).